Event description:
It was reported that the patient had a loss of therapeutic effect. On (B)(6) 2015, the patient had a miscarriage and since then had been going to the bathroom on themselves. The patient thought it needed to be reprogrammed or reset and they were going to their family health care provider (hcp) but they didn¿t have their controller and didn¿t know if it was off or what. The patient went to the bathroom on themselves when they stood up and it just poured out of them. The patient didn¿t have an hcp right now because their hcp was a resident and they would be seeing another hcp, but the patient couldn¿t get in to see them for a month. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Outcomes to adverse event: further review determined that the event was not reportable for serious injury. The outcome attributed to adverse event selection of other no longer applies. (B)(4). Type of reportable event: the type of reportable event has been corrected to reflect a malfunction report.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0ef7q, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. The patient had an appointment on (B)(6) 2015.